Event description:
A call to technical services on 8/14/2012 states that rep was going into a case and needed information regarding a lead repair kit. It was determined that the patient had a medtronic lead. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).